Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during bronchoscopy.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle had a kink in the thistle area. There was resistance when the needle was advanced. The issue happened during an unspecified procedure. There were no reports of patient harm.